Event description:
It was reported that outside of the operating room a cayman mi spring loaded awl was noticed to be slightly bent from being used and needs to be replaced. There is no procedure associated with this reported event, no patient involvement, and no adverse consequences were reported.

Event description:
It was reported that outside of the operating room a cayman mi spring loaded awl was noticed to be slightly bent from being used and needs to be replaced. There is no procedure associated with this reported event, no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.